Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, cs100 intra-aortic balloon pump (iabp) had distorted screen and the image could not displayed normally. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) after on-site inspection determined the issue was with the monitor cable connection and recommended replacing it. After reseating the data cable connector on-site and adjusting the position, the image returned to normal. The customer was advised to replace the monitor cable to fully resolve the issue, but had not yet agreed to further repairs.

Event description:
It was reported that before use cs100 intra aortic balloon pump (iabp) had a screen pattern and an inability to display images. Patient not involved and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, e1(initial reporter), e3, g3, g6, h2, h11.

Event description:
N/a